Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. A surgical replacement procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is being retained by healthcare facility and is not expected to be returned for evaluation.